Event description:
Family member of consumer reported that the pen needle will not attach to the insulin pen. I reviewed the steps with consumer and she was able to secure the needle onto the pen. Consumer is new to using pen needles. Lot #: 3096247, catalog #: 320617, date of event: unknown, samples: discarded.

Manufacturer narrative:
Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.